Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received representative samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube cracking after being frozen with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. The instructions for use of catalog 366703, were reviewed, and we do not have specific statements regarding freezing of these tubes. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x75 mm 3 ml bd vacutainer® plus tube. Clear bd hemogard¿ closure tube was cracking after being frozen. No injury or medical intervention.